Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an audio or beep anomaly. The blood glucose reading was 170 mg/dl. The customer stated that she had issues with her old insulin pump alarming nonstop. She had a battery cap sent previously, but it did not fit the insulin pump. She was advised to replace the old insulin pump, which she did, but she stated that she experienced the same issue with the replacement insulin pump. She stated that the insulin pump alarmed without showing any alarm on the screen. No alarms were found in the alarm history except for time and date notifications. She was advised to discontinue use of the insulin pump and that a replacement device would be sent.